Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 and xpert xpress sars cov-2/flu/plus. Customer collected sample 1 from patient-1 on (B)(6)-021, which was tested on xpert xpress sars cov-2and resulted as sars cov-2 negative/ flu a neg/ flu b neg/ rsv neg (reported to the physician). Sample 1 repeat-1 occurred on (B)(6)2021and tested on xpert xpress sars cov-2/flu/plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg (not reported to the physician). Sample 1 repeat-2 occurred on (B)(6)2021 and tested on xpert xpress sars cov-2/flu/plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg (not reported to the physician). Sample 1 repeat-3 occurred on (B)(6)2021 and tested on xpert xpress sars cov-2/flu/plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg (not reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no known harm to patient.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 and xpert xpress sars cov-2/flu/plus. Customer collected sample 1 from patient-1 on (B)(6) 2021, which was tested on xpert xpress sars cov-2and resulted as sars cov-2 negative/ flu a neg/ flu b neg/ rsv neg (reported to the physician). Sample 1 repeat-1 occurred on (B)(6) 2021and tested on xpert xpress sars cov-2/flu/plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg (not reported to the physician). Sample 1 repeat-2 occurred on (B)(6) 2021 and tested on xpert xpress sars cov-2/flu/plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg (not reported to the physician). Sample 1 repeat-3 occurred on (B)(6) 2021 and tested on xpert xpress sars cov-2/flu/plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg (not reported to the physician). For 4plex, likely root cause is competitive interference between rsv and sars-cov-2 (fn sars2). For sars standalone, the likely root cause is target near the lod of the assay. There is no evidence of product malfunction and there was no reported harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv and xpert xpress sars-cov-2/flu/rsv plus, eua IFU; negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv and xpert xpress sars-cov-2/flu/rsv plus tests and the unavailability of those product lots to be returned to cepheid.